Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The foot control device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition of an oil leak was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation it was observed that the foot control device had an oil leak. It was noted in the service order ¿air leakage¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.